Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received motor error on their insulin pump. The customer's blood glucose level was reported to be over 540 mg/dl. Troubleshoot was reported to be conducted. It was reported that the customer was advised to call back if alarm reoccurs. No further information provided.